Manufacturer narrative:
The date (B)(6) 2017 is considered an approximate date of explant (month and year known only). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid with concentration 1.752 mg/ml at a dose rate of 13.841 mg/day and marcaine with concentration .300 mcg/ml at a dose rate of 13.841 mg/day via an implantable pump for spinal pain. It was reported that he patient had infection symptoms. The date of the event was described as being (B)(6) 2017. The date (B)(6) 2017 is considered an approximate date of event (month and year known only). The patient had their device explanted due to infection. The infection started after implant at the pump pocket, so they removed everything. They took the pump out and cleaned/sterilized it and put it back in 5 to 6 months after. After that they however had to take it out again and the patient had to be sent to an infection physician. The incision was noted as leaking. The patient took meds but was not getting better and they took everything out in (B)(6) of 2017. It was further noted that they never got to where the pump was even helping. The patient went 50 times that year to their pain management physician and they kept increasing and also taking pills which never helped. The area of the infection was the pocket. The infection was noted as having been resolved. Everything was removed however the patient was now working with a healthcare provider to see about getting another one placed. No further patient complications have been reported as a result of this event.